Manufacturer narrative:
This blender was manufactured in 2017. It has never been returned to the manufacturer for any of the recommended factory maintenance, in the 6 years since. We conclude that improper field service played a role in this product problem.

Event description:
The user could not adjust the oxygen % with control knob as desired. No patient injury.